Event description:
A non health care professional reported that during an intraocular lens (iol) implantation procedure, leading haptic was extended and bent incorrectly and it dis not enter the wound correctly, therefore surgeon chose not to insert it. When looking at the lens to reload, it appeared there might have been a small bend or nic. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).